Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was successfully completed and the closure device was implanted. Approximately, one hour post-procedure, the patient was not feeling well and a pericardial effusion was found via transesophageal echocardiogram. A pericardiocentesis was performed to successfully resolve the effusion. There was no effusion on recheck. The patient is stable and has been discharged home.